Manufacturer narrative:
The investigation of limb ischemia and vascular damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b5 updated with additional information h6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04597. D4 model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank. G1 reporting contact fax number missing. H.6 code 1888 and 4440 were reported incorrectly.

Event description:
The updated outcome of the patient was death. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient developed a mottled left leg and had oozing from their impella access site during support. A femostop was placed to treat the oozing and pump escalation was decided upon due to the ischemia. Upon removal of the cp pump, the percloses did not take and a cutdown revealed four moderate sized clots. The clots were removed and a perforation was then noted at the site. A covered stent was placed to treat the perforation and the site was closed. Flow was restored to the leg following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.